Manufacturer narrative:
(B) (4)

Event description:
Procedure type: unk. According to the reporter: it was reported that a piece of the spacemaker had broken off, inside the pt. The piece was retrieved and the case continued with minimal time added. No pt injury was reported.